Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer¿s blood glucose level. Cts assisted in loading a new cartridge, but the alarm recurred, so the pump needed to be replaced. Cts sent a replacement pump and provided instructions for returning the defective one, ensuring the customer was informed and acknowledged the steps needed. The customer was advised to use mdi as backup therapy until the new pump arrived.